Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the pressure of the subject device was unstable and the cavity pressure indicator on the front panel of the subject device displayed 0 (zero) mmhg during the unspecified laparoscopic surgery. The user replaced the subject device to another device and completed the procedure. There was no patient injury associated with this report. It was not provided other detailed information.